Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct section h device manufacture date and device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the tower door was failing. The customer reported that the malfunction occurred dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer replaced the tower door latch. The door was tested in hardware test application and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the tower door was failing. The customer reported that the malfunction occurred dispensing the medication. There were no adverse events or injuries reported based on this event.